Manufacturer narrative:
The product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a skin reaction while wearing an adc device and experienced symptoms described as redness, itching, and "hot" at the sensor site. Customer had contact with a healthcare professional and was prescribed antibiotics for treatment of infection. There was no report of death or permanent injury associated with this event.

Event description:
A customer experienced a skin reaction while wearing an adc device and experienced symptoms described as redness, itching, and "hot" at the sensor site. Customer had contact with a healthcare professional and and was prescribed antibiotics for treatment of infection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor(B)(6)has been returned and investigated. No physical damage observed on sensor patch. Adhesive was not returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If partial product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.